Event description:
It was reported that during an unknown procedure, the endocutter with a green cartridge of staples were used, when pressed after cutting function, but no staple gun and stock. Change to the eea was used to complete the surgery. There were no adverse consequences for the patient. One reload will be returning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that one reload was received instead of the reported ec60a. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device staple? Ans: no. On what tissue type was the device used? At what location on the tissue? Ans: gastric tissue. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Ans: no. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Ans: first. If echelon, during which stroke did the event occur? Ans: fourth. What other color cartridges were used before and after this event? Ans: no. Was buttressing material utilized? If so, which product? Ans: no. Was the instrument fired across or near an existing staple line or clip? Ans: no. Were any unexpected noises heard? If so, when? Ans: no. Were any of the forces higher or lower than expected (closing, firing, or opening)? Ans: yes, opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Ans: no. Was there any difficulty removing the device from the tissue? Ans: no. Is there any other additional information you would like to share about this device or procedure? Ans: no.